Event description:
During suturing of duramatrix suturable product, small tears near the edge of the membrane were observed. Additional suture was placed around the tears and the procedure was completed successfully. No adverse effects to the patient were reported. Due to the large defect size duramatrix suturable product was used in conjunction with durepair product.